Event description:
Device was used during an thoracoscopic lobectomy. Reportedly, counter dropped and the instrument did not fire. The surgeon applied another device to the procedure. The hospital has reported no pt injury occurred.